Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08958, 1627487-2019-08959, 1627487-2019-08960, 1627487-2019-08961, 1627487-2019-08962, 1627487-2019-08963. It was reported that the patient had an infection. The exact location of the infection was unspecified. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s entire system was explanted. No abbott rep was present during the surgery. The infection has been treated but the exact method of treatment was unspecified.